Manufacturer narrative:
The other 2 proglide devices referenced in b5 are filed under separate medwatch report numbers. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device, using the pre-close technique, via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, no suture was present when the proglide plunger was removed. The sutures of two new proglide devices were successfully preplaced using the pre-close technique. The sheath was upsized to 20f and the tavr procedure was completed. The procedural sheath broke one of the preplaced sutures. The remaining preplaced suture knot and two additional proglide suture knots were tightened, but hemostasis was not achieved. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.